Event description:
It was reported to philips that the heartstart xl defibrillator did not discharge three times during cardioversion. There was no given patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.